Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep indicated that there were no device issues noted. Therapy was working well and they were unable to clarify any further information about the incision appearance. No cause was determined on the redness, swelling, or blister. The pocket site revision was completed on (B)(6). The patient's scheduled follow up appointment had not occurred to see the progress on healing.

Event description:
The healthcare professional (hcp) via the manufacturer representative (rep) reported redness and swelling with a blister noted on the battery incision. Factors that may have led or contributed to the issue was smoking diabetes. Diagnostics and troubleshooting performed was reported to be two different antibiotic prescriptions. There were no intervention but plan to revise site on (B)(6) 2017. A surgical intervention was planned and was scheduled for (B)(6) 2017. Relevant medical history includes spinal pain.

Manufacturer narrative:
Correction was updated. "Issue was smoking and diabetes" was updated.

Event description:
The healthcare professional (hcp) via the manufacturer representative (rep) reported redness and swelling with a blister noted on the battery incision. Factors that may have led or contributed to the issue was smoking and diabetes. Diagnostics and troubleshooting performed was reported to be two different antibiotic prescriptions. There were no intervention but plan to revise site on (B)(6) 2017. A surgical intervention was planned and was scheduled for (B)(6) 2017. Relevant medical history includes spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient's redness and swelling with a blister on the battery incision was not related to any noted device issue. The incision redness with failure of wound closure. No cause of the redness and swelling was noted. On (B)(6) 2017 a wound revision was performed and a pocket revision performed. There were no revision complications noted. No further information was reported.